Event description:
A patient called to place a complaint that she tasted metal after implant treatment. She expressed concerns that our implants had hugely impacted her immune system. Melisa test documentation, performed on may 17, 2019, was provided which indicated a strongly positive stimulation index reaction to nickel (9.7) and a positive reaction to manganese I (4). Additional chemotechnique diagnostic results indicated that the patient also has a contact allergy to vanadium. Internal investigation into the implant components confirmed that the allergenics (nickel, vanadium and manganese) are not found in the implanted products. It was however confirmed that certain clinical abutment screws from nobel biocare contain vanadium, which could have contributed to the patient's complaint.

Manufacturer narrative:
Internal reference number (B)(4). Corrected data .

Event description:
A patient called to place a complaint that she tasted metal after implant treatment. She expressed concerns that our implants had hugely impacted her immune system. Melisa test documentation, performed on may 17, 2019, was provided which indicated a strongly positive stimulation index reaction to nickel (9.7) and a positive reaction to manganese I (4). Additional chemotechnique diagnostic results indicated that the patient also has a contact allergy to vanadium. Internal investigation into the implant components confirmed that the allergenics (nickel, vanadium and manganese) are not found in the implanted products. It was however confirmed that certain clinical abutment screws from nobel biocare contain vanadium, which could have contributed to the patient's complaint.